Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the pcu displayed system error was confirmed through log review; however, the system error was not replicated was not reproduced during laboratory testing. The returned pcu was powered on, in the ¿as received¿ condition. The suspect device successfully loaded the operating system without any errors or malfunctions; the reported code could not be reproduced. The suspect pcu was connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect device was powered on and off fifteen (15) times. In each instance, it loaded the operating system without any errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu. Asm was used to evaluate the source pcu and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. A review of the pcu error log showed that error code 133.6080 (backup speaker failure) was recorded once on 20 may 2025, at 10:43 am, when the user put the pcu into maintenance mode. A review of the pcu event logs showed that the power on event was recorded on 20 may 2025, at 10:42 am. The facility did not provide infusion details. A review of the battery log indicated that the pcu had not been connected to ac power. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.